Event description:
It was reported that the patient experienced paralysis following surgery for his first surgical lead. The lead was removed and percutaneous leads were placed. The caller stated that the patient recovered completely from the paralysis. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Additional review determined that following surgery the patient fully recovered from the paralysis. As a result disability/permanent impairment was incorrectly checked on the initial report.

Manufacturer narrative:
Lead: model 3998, lot# j0519359v, implanted: (B)(6) 2005, explanted: unknown, programmer: model 37742, serial# (B)(4), extension: model 3708360, serial# (B)(4), implanted: (B)(6) 2005, explanted: na, extension: model 3708360, serial# (B)(4), implanted: (B)(6) 2005, explanted: na, neurostimulator: model 37711, serial# (B)(4), implanted: (B)(6) 2005; explanted: na, lead: model 3487a-33, lot# j0527006v, implanted: (B)(6) 2005, explanted: na, lead: model 3487a-33, lot# j0527006v, implanted: (B)(6) 2005, explanted: na.